Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the orders did not appear on patient profiles. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the device involved in the incident, it was determined that the delay in patients appearing after admission from epic was caused by message delays due to timestamp mismatches. Messages were sent to the pyxis environment based on when they were sent versus when they were received and processed. A technical support specialist confirmed that the delay did not originate from the cce or es server. The customer was advised to contact epic support, who later confirmed that the issue was due to a network slowdown at their end, which was subsequently resolved. The system functioned as intended after the technical support specialist had troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.